Manufacturer narrative:
The reported event of pacing problem was not confirmed. Final analysis found that the device exhibited burn marks due to exposure to electrosurgical cautery. The user's manual indicated that electrosurgical cautery can inhibit the pulse generator operation. The damage found was sustained during procedure. The device was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, the pacemaker exhibited pacing inhibition and loss of output due to electrocautery. The patient experienced asystole. Cautery was stopped and transcutaneous pacing support was provided. The pacemaker resumed pacing. The patient was stabilized. The device was successfully explanted and replaced. The patient was in stable condition.